Manufacturer narrative:
We made several attempts to contact the dentist to obtain additional information, but no response was made by the lab.

Event description:
It was reported that implant failed to osseointegrate.